Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they experienced hyperglycemia and the insulin pump received motor error. The customer¿s blood glucose level was 460 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that they were able to successfully clear the alarm. The customer was able to complete insulin pump rewind. The customer reported that the drive support cap was normal. Customer stated the insulin exited. The displacement test and the manual prime were successful and motor error did not recur. The device will not be returned for analysis.